Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change error messages occurred when the user attempted to load a new cartridge. The user's blood glucose (bg) level was 251 mg/dl. The user addressed bg level with an injection. Reportedly, the user was able to load a new cartridge successfully.